Event description:
It was reported that the insulin pump alarmed and reset automatically. It was stated that the alarm could not be cleared. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk.